Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 16mm from the distal end. There was a scratch at the broken point. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, we have concluded that the probe presumably was scratched because the physician activated ultrasound output while the probe was in contact with metal such as a clip and forceps or the physician scrape the probe with a sharp object such as a scalpel. In addition, since the physician continued to use the scratched device, the crack of the probe occurred and the ultrasonic output error displayed. Consequently, during the examination outside the patient, the probe tip broke. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation, this report appears to be related to user mishandling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
When the physician used the subject device during a procedure, an error displayed. The physician withdrew the device outside the patient and continued to use it. After that, since the error also displayed, the physician withdrew the device again and the probe tip broke off outside the patient. The device was replaced with a new device and the procedure was completed. There was no patient harm reported.